Event description:
The user facility reported a 49-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had placed a cp for support when there was blood observed between the patient's legs. The blood was from the groin ooze site. The team ordered blood of unknown quantity, placed a femostop, and the fellow placed a stitch. The blood loss occurred on day 1 of the support, and the pump remains on to date today of 8 days of support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The pump was not returned for investigation. Access site bleeding was reported after transfer to intensive care unit. The doctor successfully managed the bleeding with sheath manipulation, manual pressure, and the femoral stop technique. The cause of the access site bleeding issue was most likely use related.